Event description:
It was reported that during pm testing by the hospital's bio-med department, the device screen kept freezing and printing was intermittent. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that a diagnostic error was logged in the memory of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.